Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the display was frozen on a black screen. Customer reported that the screen returned to normal without troubleshooting. Customer's blood glucose was 50-100 mg/dl.